Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI # - (B)(4). In the instructions for use it is stated under possible adverse effects, "intraoperative and early postoperative complications can include . . . Temporary or permanent nerve damage resulting in pain or numbness to the affected limb." This is 1 of 5 reports being submitted for the same patient (reference 1825034-2017-00934 / 00938 / 00939 / 00940 / 00942).

Event description:
It was reported that the patient experienced pain and impingement at the 6 week followup. At 2 months post-implantation, unusual shoulder pain and mild instability was observed in the operative shoulder. At the 3 month followup, further mobility issues, instability, and impingement were reported. Four months post-operatively, the subject was diagnosed with a subscapularis tear, and two weeks after this diagnosis, the subject underwent a pectoralis tendon transfer procedure. No further information is available.